Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler smoothly during a surgery. The user suspected the staples jammed in the stapler, so that replaced it with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler smoothly during a surgery. The user suspected the staples jammed in the stapler, so that replaced it with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing could not be confirmed. Visual examination of the returned sample revealed that the staples appeared properly aligned. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.